Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads and missing end cap sticker. The test infusion set and reservoir does not lock into place.

Event description:
Information received by medtronic indicated that the insulin pump was broken. Customer stated pieces missing and rubber part was loosed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.